Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned by the facility. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was experiencing hearing loss during use of pm100 gold motor. It was reported that there was no patient impact. It was also reported that the physician continued to use the motor and is not planning to return the device for analysis. On follow up it was confirmed that the serial number of the device was not available.